Manufacturer narrative:
Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. Software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Event description:
A medtronic visualase representative reported that, while in a laser induced thermal therapy procedure, with a second medtronic representative, attempted to connect the visualase workstation to a ge scanner after a recent upgrade from scanner software version 24 to 25. With connection to the system in the same configuration as before, they were unable to see/pull patient images in visualase data transfer (vdt) application. In trouble-shooting, a software engineer confirmed they could ping both ways; attempted to access the images directory through linux terminal using ftp. The command line hangs, showing no results and failing to produce a new command line. Attempted to access the images directory through linus terminal using sftp to enable them to see all results inside the patient directory. Trouble-shooting did not resolve the issue. Patient incision had not been made and the surgeon opted to halt the procedure and re-schedule. There was no impact on patient outcome reported.